Manufacturer narrative:
(B)(4). Evaluation, results: (gap).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were narrow. It was reported that the physician noticed that pre-implant there was a gap between the nose cone and the end of the graft cover. The bifurcated stent graft delivery system had a gap that was initially 3-4 mm. The physician pushed the blue portion of the handle up and partially closed the gap but there was still a gap of 1-2 mm. The physician stated that there was a "step-up" between the nose cone and the graft cover (ref MFR # 2953200-2011-00886). Due to the narrow iliac arteries, the physician was concerned that the uneven transition between the nose cone and the graft cover could cause vessel damage; however, the stent graft was successfully implanted without injury. Two additional devices, the iliac limb stent graft delivery system and an aortic cuff stent graft delivery system also had a gap which was initially 2-3 mm. The physician pushed the blue portion of the handle up and partially closed the gap, but there was still a gap of 1 mm (ref MFR # 2953200-2011-00888). The stent grafts were successfully implanted without injury. The pt is fine. The delivery systems were discarded by the user facility.